Event description:
The cool line catheter (lot # 194101) was used to provide ivtm treatment. After four days of treatment, the nurse noticed a decreasing level of fluid in the saline bag. There were no external leaks and no issue with the suk, the customer determined that there was a balloon leak and subsequently removed the catheter. Therapy with ivtm ended and temperature management was continued with a blanket roll. No consequences or impact to the patient.

Manufacturer narrative:
The reported complaint of a suspected cool line catheter (lot # 194101) leak was confirmed during functional testing. A pinhole leak was observed in the middle of the distal balloon during the functional pressure leak test. The probable root cause of the pinhole leak was a latent material defect. During the functional pressure leak test all infusion ports and lumens were flushed without resistance. The catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a pinhole leak was observed in the middle of the distal balloon, 1.5 inches away from the catheter tip, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no history of previous complaints reported for cool line catheter lot number 194101.